Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with cardiac tamponade due to a micro perforation from the patient's right ventricular lead. The lead was successfully repositioned on (B)(6) 2019 and patient's condition was noted to be stable throughout the procedure.